Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the pulse generator, premature battery depletion was observed. Previous longevity estimate on (B)(4) 2016 indicated the remaining longevity to be 3.75 to 4.25 year until elective replacement indicator (eri). On (B)(6) 2017 the device had reached eri. The patient would be scheduled for device replacement procedure. No addition information was reported.